Event description:
It was reported that the customer had a blood glucose level of 44 mg/dl. He had been low multiple mornings and treated with food. The customer stated that he refused to go to the hospital since he had no symptoms. The customer's blood glucose level at the time of the report was 77 mg/dl. Standard troubleshooting was performed. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).